Event description:
It was reported that this was an arteriotomy closure of the mildly calcified and heavily tortuous right common femoral artery using a prostyle device after an unspecified interventional procedure using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
B3: estimated date. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Subsequent to the previously filed medwatch report, additional information was received that reported the procedure was a percutaneous coronary intervention. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment(s) appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3 - date of event was changed from an estimated date of (B)(6) 2023 to the actual date or procedure (B)(6) 2023. E1: physician name corrected.